Event description:
Health care professional reported a home pt was diagnosed with peritonitis on 10/28/1998 and hospitalized 10/30/1998, while reusing cycler sets for automated peritoneal dialysis therapy. Per health care professional, home pt had their catheter removed on 11/06/1998. Health care professional states she understands sets are designed and labeled for single use only.